Event description:
Procedure: laparoscopic prolapse bowel. According to the reporter: the device handle got stuck, so an additional device was opened. The same problem occurred; the device handles continued to jam once fired. In total, five boxes were opened during the procedure. Operating room time was extended approximately 30 to 35 minutes.

Manufacturer narrative:
(B) (4).